Event description:
It was reported that a patient was on a posey disposable sensor pad with a sitter ii fall monitor in a low flow air bed in the facility. When the patient attempted to get out of the bed, the alarm didn't go off and the patient fell. No injury occurred. The reporter stated that the patient is very light weight and questioned using this device on a low-flow air mattress. Since it is unknown as to which product caused the failure, manufacturer report# 202362-2008-00016 is being submitted for the sensor pad. Posey makes no recommendations as to the type of mattress that should be used within this sensor. It is recommended that the user test the sensor prior to use with a patient.

Manufacturer narrative:
Manufacturer reference# 2008-10-02057/92744.